Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.:(B)(4). Investigation: the following allegations have been investigated: unable to retrieve. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Attempted filter retrieval performed on (B)(6) 2017.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: tilt, vena cava perforation, pes, difficulty breathing, swelling in legs, trouble walking. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported difficulty breathing, swelling in legs, trouble walking are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: investigation is reopened due to additional information provided. The reported allegations have been investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported death is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Investigation submitted 23aug2017 is still valid. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10mar2020: it is alleged that "on (B)(6) 2010, [pt] was implanted with a cook celect vena cava filter. The celect filter was placed in advance of [pt] undergoing a series of epidural injection treatments, during which period she was required to discontinue the anticoagulation therapy she had been receiving due to a history of deep vein thrombosis. Physician noted in his operative report that [pt] "tolerated the procedure well with no immediate complications." Sometime prior to or during on (B)(6) 2017, [pt] was referred to physician for a percutaneous retrieval procedure to remove the celect filter. This retrieval procedure, which was unsuccessful, took place on (B)(6) 2017. During the attempted retrieval procedure, physician observed the celect filter had failed, noting that the filter "was intimately adherent to the inferior vena cava wall and at times it appeared to be protruding through the wall." Physician abandoned the retrieval procedure and left the tilted, perforating celect filter in place. On (B)(6) 2019, [pt] began experiencing pain in and around her back. When she attempted to stand up from her bed, she collapsed and the paramedics were called. Once the paramedics arrived, they started CPR but attempts at resuscitation were unsuccessful and she died. An autopsy was subsequently performed, which revealed a massive retroperitoneal hemorrhage caused by protrusion of the celect filter through the vena cava wall."

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product malfunction, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/09/2017 as follows: patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to previous dvt, discontinuation of coumadin, prophylactic for pulmonary embolism. Patient is alleging device tilt, vena cava perforation, difficulty breathing, swelling in legs and trouble walking long distances due to the device.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.